Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during troubleshooting patient kept seeing the power on reset (por) message. They were walked through the remote to see whether it was an informational por or warning por and patient was seeing informational por. They were walked through clearing this and all was working fine. They were able to charge and stimulation is now on. No symptoms reported. Troubleshooting resolved the issue.